Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged power issue began 2 weeks prior to contacting lfs. The cca noted that the pt manages her diabetes with insulin (self adjuster); however, denied taking any action regarding her diabetes management as a result of the alleged issue. One or two days after the alleged power issue started, the pt claimed she could not walk and developed symptoms of "cotton mouth and vision bad." The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted, the alleged power issue was resolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.